Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result (0.133ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The same sample was retested (repeat 0.025 ng/ml). The higher than expected patient result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred on a single patient sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause could not be determined, however the effect of sample processing could not be ruled out as having contributed to the event. The investigation determined that the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no evidence to suggest that the vitros eciq or the tropi es reagent malfunctioned. There was no allegation of patient harm as a result of this event.